Manufacturer narrative:
Return requested. Replacement camera shipped to site 08/17/2016. Medtronic investigation of returned suspect camera finds that when connected to a known good system the scu powered up with a good connection and functioned normally. Electrical failure. Internal strober error. System fault code. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 08/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system received a localizer disconnected notification and were unable to track. A system re-boot resolved the issue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: per further vendor evaluation, the customer's description of failure has been verified. Unit had an intermittent strober fault which was caused by a faulty component on the front panel board. As a result the affected component required replacement followed by applicable tests to ensure proper operation.